Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the imaging system's gantry lost home and was unable to dock properly. The system was not homing properly when the 'm' button was pressed and held and it would go through some motions then stop. When the "m' button was pressed the gantry moved very slowly. The site then restarted the imaging system and fully extending the gantry in the x and y positions then trying to re-home which did not resolve the issue. The medtronic representative then invalidated home and successfully re-homed the gantry. The system's logs were sent to the manufacturer for analysis. No patient was present during the time of the reported incident.